Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a failed battery test. The customer¿s blood glucose level was 300 mg/dl. Troubleshooting was performed and noticed that the battery did not last more than 1 week. The customer also stated that the insulin pump received low battery alert, weak battery alarm and no power alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and weak battery alarm due to buttons not responding.